Event description:
It was reported to boston scientific corporation that during a prostate biopsy procedure while using trupath biopsy devices, the device misfired. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The returned device is functional, verified by arming and firing device 10 times with no issues. The root cause for this event could not be confirmed. It has been noted that some difficulty with device exists when one of the two trigger buttons is inadvertently pressed during the functioning of the device. It is possible, but unknown, if this occurred during use of this particular device. A review of the device history record revealed no anomalies that could be associated with this incident. A lot history search was performed and found no other complaints have been reported from this lot.